Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown saline implant. (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with unknown saline breast prostheses. Deflation of the right breast prosthesis and ripples on the bottom and possible deflation on the left breast prosthesis were reported. As a result, the patient was scheduled for removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On 8/21/2018, a device history record review was performed for the complaint device. As a result, the manufacturing date and expiration date fields have been updated. Device investigation summary: upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Product evaluation discovered a rent measuring approximately 8.5 cm located on the anterior aspect and extending to the posterior aspect. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. The device history record ( DHR) of lot number 5710937 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 8/1/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor became aware that the suspect medical device was: mentor smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 5746180. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round moderate plus profile 375cc saline catalog: 3502375 lot: 5710937. Manufacturer¿s reference number: (B)(4).